Event description:
Title: risk factors of recurrence after incisional hernia preperitoneal repair: a long-term retrospective single-center cohort study the aim of this single-center, retrospective study was to present the authors' experience with preperitoneal repair and identify clinical factors that are independent predictors of incisional hernia (ih) recurrence after preperitoneal repair. Between january 2017 and january 2022, a total of (B)(6)patients ((B)(6)male and (B)(6)female; age 18¿80 years old) diagnosed with primary ih who underwent open preperitoneal repair were included in the final analysis. The study compared two different mesh materials, a composite mesh comprised of a non-absorbable, polypropylene-based, anti-adhesive synthetic material (ultrapro advanced, ethicon corp., raritan, nj, USA) and a psis mesh (biodesign, cook corp., bloomington, in, USA). The mesh was fixed around the tissue and tendon membranes as necessary and placed in the preperitoneal space behind the rectus abdominis muscle sheath. Reported complications include recurrent incisional hernia (n=13), surgical site infections (n=?), and chronic postoperative pain (n=?). In conclusion, the authors identified pulmonary ventilation function (pvt) abnormalities, age>70 years, bmi>27 kg/m2, and psis mesh as novel risk factors for ih recurrence after open preperitoneal repair.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned citation: langenbeck's archives of surgery (2024) 409:164. Https://doi.org/10.1007/s00423-024-03352-6